Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched and confirmed a leak from the differential mixing chamber rinse line at the feed thru fitting. The fse replaced the rinse line to resolve the leak and re-tubed the entire differential mixing module as a preventative measure. The fse also performed a pm (preventative maintenance) which was scheduled for this instrument and discovered damaged pin (1-3 pin) on the rocker bed cable. The fse replaced the rocker bed cable to resolve the issue. Failure mode of the leak is attributed to the differential mixing chamber rinse line at the feed thru fitting; the fse also discovered damaged pin 1-3 and replaced the rocker bed cable to resolve the issue. (B)(4).

Event description:
The customer reported a clear fluid leak of less than 10 ml near the flowcell and under the coulter lh 750 hematology analyzer. The customer indicated that the leak is not contained with the instrument. The operator was wearing gloves at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.